Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to insert into anatomy was confirmed. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Instructions for use (IFU) under contraindications: patients exhibiting calcifications which is fluoroscopically visible at the femoral artery (breakage may occur). Also in this case it was reported that strong resistance was encountered, however, deployment was continued. And slight resistance during removal. The instruction for use under warnings in use and contraindications states; if resistance or suture breakage is encountered in handling this device, stop advancing or withdrawing the device. And excessive force should not be applier in the advancement or withdrawal of this device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - improper or incorrect procedure or method, against resistance. Per instructions for use: under warnings, if resistance or suture breakage is encountered in handling this device, stop advancing or withdrawing the device and inspect the site on x-ray to verify the cause. It was reported the right common femoral artery was moderately calcified. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right femoral artery was attempted using a proglide, with a 6fr sheath, after an interventional procedure. Reportedly, during the advancement of the proglide into the right femoral artery, strong resistance noted. Many attempts as pushing and pulling the device were made and eventually the device went into the artery and successfully performed hemostasis. The device was successfully withdrawn from the patient's anatomy with a force as a slight resistance noted. The physician commented that the resistance might have noted at the transition area of the black sheath as that area seemed to be bent, not relatively straight. The procedure was completed without adverse patient effect or a clinically significant delay. The physician is reported to be trained in the use of the proglide device. No additional information was provided.